Event description:
Oversensing relative to the associated right ventricular lead was reported. A reintervention is scheduled to correct the problem. The reported unipolar lead impedance of the subject lead was 673ohms. The subject lead is associated to the following sorin brand devices: ovatio 6750, sn: (B)(4) and isoline 2cr6 defib lead, sn: (B)(4).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.